Event description:
The patient had contacted lifescan and reported that their one touch ultra meter was reading inaccurately high. The patient had received results of 247 mg/dl, 249 mg/dl, 97 mg/dl, and 98 mg/dl on their meter. They were invalidly comparing these results to their feelings/normal readings. During troubleshooting, it was verified that their meter was in the mg/dl unit of measurement and that it was coded correctly. Their test strips were within the expiration date. However, they reported that their test strips were damaged. They had consulted their doctor due to the results on their meter and was advised to go to the emergency room if their blood glucose is greater than 300 mg/dl. They did not have to visit the e.r. And was not given any medical attention or treatment. This case is reported as a strip malfunction since the test strips were reported to be damaged. A meter was replaced for patient's confidence.